Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.75x32mm promus element ¿ stent was advanced to treat the target lesion however, the device was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found no issue with the tip of the device. The tip outer diameter was measured and was within specification. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual examination found that the stent was kinked proximal to its center. The struts on the affected row were raised and misaligned. This type of damage is consistent with the stent meeting resistance while being removed from the patient. The investigator observed that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).